Event description:
It was reported that the patient came back 3 days after the intervention for the removal of the catheter (analgesia by ropivacaine in the periarticular of a total knee arthroplasty). Removal made by a user who is used to doing this. During the removal, the tubing of the catheter broke a first time. Luckily she managed to catch a piece of the remaining tubing in the knee with a metal applier. Thinking to have removed everything, she noticed a spring coming out of the puncture point. She thinks she got it all out now. Additional information: the knee was the insertion/removal site. There was only 1 issue: the catheter broke during the removal from the knee. The doctor inquired for an update from the patient and the patient said there was no pain and no functional issue.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter broke during removal. The customer returned one snaplock assembly and two epidural catheter pieces. The returned components were received connected together (reference attached files inp1900082017). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most proximal piece and likely most distal piece show signs of stretching of the coils and extrusion at the point of separation. Both the proximal and distal ends of the returned catheter pieces appear to be intact even though the coils and extrusion on the distal tip are slightly stretched and flattened. The catheter appears to have been used as biological material can be seen on the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter using a ruler (10172897). The proximal end catheter extrusion piece measures approximately 82.7cm. The distal end catheter piece measures approximately 8.9cm. Both catheter pieces combine to measure approxima tely 91.6cm. None of the catheter appears to be missing. However, with the coils and extrusion being stretched, this is why the catheter is just outside of the specification of 88.5-91.5 cm per graphic kz-05400-030 rev. 5. Specifications per graphic kz-05400-030 rev. 5 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter broke during use was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter appeared to be missing. At the point of separation, the coils and extrusion are stretched on both returned pieces. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient came back 3 days after the intervention for the removal of the catheter (analgesia by ropivacaine in the periarticular of a total knee arthroplasty). Removal made by a user who is used to doing this. During the removal, the tubing of the catheter broke a first time. Luckily she managed to catch a piece of the remaining tubing in the knee with a metal applier. Thinking to have removed everything, she noticed a spring coming out of the puncture point. She thinks she got it all out now. Additional information: the knee was the insertion/removal site. There was only 1 issue: the catheter broke during the removal from the knee. The doctor inquired for an update from the patient and the patient said there was no pain and no functional issue.